Event description:
Synovitis [synovitis], bilateral knee effusion [joint effusion], total knee replacement [knee arthroplasty]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding female patient (age not provided), initials unknown with osteoarthritis (kellgren and lawrence grade 4 in both knees, no prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for treatment with first course of synvisc (hylan g-f 20) injection (the patient's age at the time of first synvisc injection was (B)(6)). On (B)(6) 1998, the patient initiated treatment with first injection of second course of intra-articular synvisc (dosage regimen not provided), into both knees. The lot number for synvisc was not provided. On (B)(6) 1998, the patient developed synovitis of both knees. On an unspecified date in (B)(6) 1998, the patient underwent arthrocentesis and 22 cc of slight turbid yellow fluid was aspirated from the right knee and 15 cc of slight turbid yellow fluid was aspirated from the left knee (bilateral knee effusion). The patient received treatment with xylocaine (lidocaine) and intra-articular celestone (betamethasone) for the events of synovitis of both knees and bilateral knee effusion. On (B)(6) 1998, the patient received treatment with second injection of second course of synvisc, into both knees. On (B)(6) 1998, the patient developed second episode of synovitis of both knees. The patient received treatment with intra-articular celestone for the event of synovitis of both knees. On (B)(6) 1998, the event of synovitis of both knees resolved. On (B)(6) 1998, the patient received treatment with third injection of synvisc. On (B)(6) 1999, the patient underwent total right knee replacement. The outcome for the event of effusion of both knees and total knee replacement was not provided. The intensity for the events of synovitis of both knees and bilateral knee effusion was moderate. The intensity for the event of total knee replacement was not provided. The reporting physician assessed the relationship of synvisc with the events of synovitis of both knees as definitely related, with the event of total knee replacement as unrelated and did not provide the relationship between synvisc and the event of bilateral knee effusion. Additional information was received on (B)(6) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.